Manufacturer narrative:
(B)(4). Section d4: complete device identification information was not provided. Section g4: 950a81 adult ventilator dual heated circuit kit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k220703. Section h4: complete device identification information was not provided. Method: the subject 950a81 adult ventilator dual heated circuit kit was not returned fisher & paykel (f&p) healthcare for evaluation as the circuit was discarded. F&p healthcare requested for further information from the healthcare facility, including the sequence of events and photographs. However, no photographs and limited information was provided. Our investigation is based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the 950a81 breathing circuit was leaking prior to patient use. The healthcare facility further reported that they identified a small hole on the dry limb of the circuit. Conclusion: without the return of the subject device, or photographs to confirm the reported issue, we are unable to determine the cause of the reported issue. The user instructions that accompany the 950a81 adult ventilator dual heated circuit kit state the following: perform a pressure and leak test on the breathing system before connecting to a patient. Set appropriate ventilator or flow source alarms to monitor therapy delivery appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Check all connections are tight before use.

Event description:
A healthcare facility in finland reported that a 950n81 adult ventilator dual heated circuit kit was damaged and failed a leak test prior to patient use. There was no reported patient involvement.